Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb), which resolved the reported issue. The cse installed the software and the ventilator passed all testing.

Event description:
It was reported that during patient use, a ventilator went into an inoperable state. There was no report that the patient was transferred to another device. There is no report of serious injury or death associated with this event.